Event description:
Reportable based on analysis completed on (B)(6)-2011. It was reported that during a percutaneous coronary intervention (pci) procedure, inflation difficulties occurred. The 90% stenosed lesion was located in a moderately tortuous distal right coronary artery (rca). A non-bsc balloon catheter was attached to the encore26 inflation device. The physician attempted to inflate the balloon catheter, and it was noted that the handle functioned properly however; the pressure gauge did not move. The balloon did not inflate at all. The balloon catheter was removed from the patient without resistance and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, analysis of the encore26 inflation device identified gauge inaccuracies.

Manufacturer narrative:
Device evaluated by MFR.: visual examination of the encore inflation device revealed no defects with the unit or unit components. The device was returned with the gauge needle at 10 atms. The barrel of the device was filled with water and pressurized to 26atms. The needle was not stuck. The needle immediately started to drop. The device was fully deflated and the needle did not return to 0atm, but remained at 2atms. This occurred several times during attempts to inflate the device. Pressure was held with the unit and there was no issue identified. No leaks were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)